Event description:
It was reported that after the pt had a pump replacement in october, the pt experienced an overdose. The pt stated that multiple issues began in november. Prior to this pump replacement the pt stated that they had no problems with their previous pump. The pt passed out three times and experienced swelling of the face. The pt had a "swollen and infected incision area." The pt's pump was explanted in january. The incision area remained red after the pump was explanted. They had suspected that the pt was allergic to something in the pump or a "different baclofen in pump." There was no testing performed when the pump was implanted; the pt was told there was "no infection in the pump itself." Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)